Event description:
Customer reportedly received results of 42 mg/dl and 100 mg/dl within 10 minutes on the same device. No symptoms of low blood glucose. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.